Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data. The data showed poor precision. The customer stated multiple parts have been replaced, include the sample arm and multiple mixers. Quality control (qc) data supplied showed qc was in range. A siemens headquarters support center (hsc) specialist reviewed the event. Hsc reviewed the data supplied. Hsc did not find any instrument or method performance issues. In the error log, 2 errors were found, but not related to this event. The cause of the discordant, falsely depressed glucose result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed glucose result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting higher. The repeat result was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose result.